Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this article. Subject devices are not available for evaluation as they remain implanted in the patient. The date of the event is unknown; however, according to the article, the study population included patients who underwent viv-tavr (n=100) between 2014 and 2022. Thus, the first day of the month/year of the date range (01jan2014) was used as the occurrence date. Article citation: paukovitsch, m., dilaver, b., felbel, d., krohn-grimberghe, m., buckert, d., moerike, j., schneider, l. M., liewald, c., rottbauer, w., & gonska, b. (2025). Valve-in-valve transcatheter aortic valve replacement (tavr) leads to lower device success compared to tavr in native stenosis. Https://doi.org/10.3389/fcvm.2025.1465409. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "valve-in-valve transcatheter aortic valve replacement (tavr) leads to lower device success compared to tavr in native stenosis", corresponding author/s dr. Paukovitsch et al., the following events were identified as related to ew devices: 2 patients with a magna ease valve (3300tfx) implanted in aortic position underwent re-intervention for a valve-in-valve procedure after an unknown implant duration due to valve degeneration. The overall study population included 2,316 patients who underwent valve-in-valve (viv)-transcatheter aortic valve replacement (tavr) (n=100) or tavr (n=2,216) in native valve stenosis between 2014 and 2022 at the university heart center ulm. Per the article, the vast majority (77%) of patients was highly symptomatic with nyha functional class iii/IV class. Edwards among other manufacturer's bioprosthetic valves were treated (n=100). Stenosis was the leading mechanism of bioprosthetic valve failure in 70%, whereas severe regurgitation was the leading cause in 30%. A combined cause (stenosis with greater than or equal to ii aortic regurgitation) was observed in 32 patients. For the viv procedure 62 patients were treated with a self-expandable transcatheter valves, whereas 36 received balloon-expandable transcatheter valve, 2 patients were treated with the mechanically expanded transcatheter valves.

Manufacturer narrative:
The following sections were updated/corrected/added: h6 (investigation findings and investigation conclusions). H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic valves implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. Since no edwards defect was identified, corrective or preventative actions are not required.